Manufacturer narrative:
Concomitant medical products: product ID: 4968-60 lead, implanted: (B)(6) 2021; product ID: 680r30 heart ring, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.